Event description:
It was reported to philips that the device was unable to acquire 12 lead. The device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was not able to be confirmed. Upon conclusion of the evaluation, the fse was unable to duplicate the reported problem. Operational testing was conducted and the device passed all required testing with no replacement parts required. As the reported problem was unable to be reproduced, the cause could not be determined. Philips is unable to rule out that a malfunction did not occur. The device remains at the customer site and no further evaluation is required at this time.